Event description:
It was reported that the patient was having 'withdrawal.' The patient's pump was refilled at a different clinic for the previous refill and it was confirmed programming was done correctly but the reporter did not know if there were any complications at that time. On (B)(6) 2012, the pump was refilled at a new clinic and the physician was expecting to aspirate 4.5cc's from the reservoir but got nothing back. 40cc's of pf normal saline was injected and aspirated from the reservoir so the physician refilled the reservoir with 40cc's of the drug. The dilution of the current drug due to the 40 cc's of pf normal saline injected and aspirated in to the reservoir was reviewed. No pump alarms were heard. The patient was doing well until approximately one week ago when they had symptoms of nausea, sweating, and the shakes. The patient was still having these symptoms on (B)(6) 2012, and the physician was concerned. Drugs delivered via the device were compounded baclofen, dialudid, bupivacaine and droprodol. On (B)(6) 2012, it was reported that the patient had been titrated down on the pump by the physician. The patient was given oral medications that were not being taken as prescribed. At this visit, the physician increased the pump dose. It was later reported that the pump was programmed incorrectly. It was re-programmed and 'everything ended up turning out fine.' The pump was 'running great' and there were no issues with it. The patient was titrated up and was getting good pain control at this time; was feeling better. There had been no further issues and the next refill appointment was scheduled for november.

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8709, serial# (B)(4), implanted: 2010-07-07, explanted: unk. (B)(4).